Manufacturer narrative:
Evaluation summary: risk of corrosion is addressed through selection of materials that are standard for use in plates and screws, with long-term use in the orthopedic industry. Complaint history review showed only one prior report of corrosion for the 2359 family of screws and no reports found for the 2358 family of plates. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt was revised due to pain. During revision, corrosion of the plate at two screws was noted.

Manufacturer narrative:
Evaluation summary: independent testing indicated that the threads might have been damaged while inserting screws in the plate during surgery, thereby partially removing passivation layer, resulting in corrosion that screws exhibited. However, no definitive root cause of this corrosion can consumer be determined. These screws will continue to be monitored for any adverse trends. Based on updated part and lot number information, review of the device history records and material certificates did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Zimmer was notified on (B)(4) 2013 that the product would be returned, only one screw was received on (b)(4 2013. Our report will be amended when our investigation is complete.

Manufacturer narrative:
Stereo microscope and eds analysis of the returned screw indicated. No significant corrosion present. No definitive root cause of this corrosion can be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Further evaluation performed and received from independent testing confirms the corrosion of the screws to be the result of damage caused during tightening of the screws. Root cause can now be confirmed.